Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary total knee replacement on (B)(6) 2013 where a pfc sigma was utilized. Patient has reported that she never felt comfortable and that it was not long after the primary tkr that she began to experience anterior knee pain. X rays of the knee appear to be acceptable, the patella appears to be a patella baha. A decision was made to revise the components and implant an attune revision system. On opening the knee, all components appeared to be well fixed. The femoral and tibial components were removed and the patella left in situ. The tibia was distalized and the femur subsequently balanced by distalized and up sizing.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.